Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No other damages or defects were observed that could contribute to the reported leakage. The exposed portion of the soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours, while wearing it on the arm. For treatment, the patient gave a correction bolus. The pod was leaking.